Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the balloon was intact when removed from the packaging. However, they had issues inflating the balloon. When they removed the balloon, the operator noticed the balloon was twisted in a weird way". This issue happened prior to use. No patient involvement reported

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the balloon was intact when removed from the packaging. However they had issues inflating theballoon. When they removed the balloon the operator noticed the balloon was twisted in a weird way". This issue happened prior to use. No patient invovement reported.